Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for degenerative disc disease and spinal pain. It was reported that the patient lost 60 pounds in a short amount of time and now the stimulator is moving around in the back and causing pain and not working well. The patient lost stimulation in her back and buttocks; she is only feeling stimulation in her legs since (B)(6) of 2016. The implantable neurostimulator moving around and causing pain started in (B)(6) of 2016. The patient saw a nurse practitioner who told her that she needs a revision. The patient was put back on pain medication until something can be done. The plan is to replace the "paddles" and to do a revision/replacement of the implantable neurostimulator, but the patient is waiting for a 2nd opinion from a neurologist in (B)(6).

Event description:
Additional information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins for spinal pain. The patient reported that they had a loss of therapy. The reported that they visited the healthcare professional (hcp) office because they needed more pain medication as something was going on with their back and they were in pain. The patient reported that at first, they thought the pain was a flare up that they could just deal with but it became serious as time went on. It was reported that a manufacturer representative was invited by the clinic to see if the ins could be programmed to help with the pain instead of giving the patient more pain medication. The patient reported that the stimulation setting was usually at 3.80v but had it increase to 5.20v due the pain. It was reported that even at 5.20v the stimulation was not taking care of the pain. The patient reported that the manufacturer representative increased the stimulation to 6.20v and it feels like they were electrocuted with their whole body shaking because of the high stimulation. The patient stated when the representative asked how the stimulation felt, they reply that they don¿t know but want to be able to walk. The patient reported that when they stood up to walk, they couldn¿t walk. The reported that the representative eventually lowered the stimulation. The patient reported that the event occurred with the current ins which had been replaced because they had lost 90lbs and was told that ins needed to be revised.

Event description:
Information related to stimulation been too high and pain has been reported with regulatory report number 3004209178-2017-09124. This information is related to the patient's current implantable neurostimulator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.